Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patients recharger was not advancing to the charge sufficient screen after the patient had been charging their implant for an hour and a half. The patient was able to get all eight coupling bars and did not have their patient programmer on them during the call. The recharger showed 3/4 full with the last quarter flashing. The patient stated it usually advances after 15 minutes. It was recommended the patient continue to charge and if the recharger did not advance to follow up with their primary healthcare provider. No patient symptoms or further complications were reported as a result of this event.